Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported elevated blood glucose (bg) levels. She also claimed that the patient had gotten multiple loss of prime warnings on (B)(6) and (B)(6) 2012. The reporter claimed that prior to when the patient began using the pump on (B)(6) her bg levels were good in the "100-130 mg/dl" range. However, for the previous 2 days, the reporter indicated that the patient's bg levels had been in the "300-500 mg/dl" range. During the call with anm, the patient's bg was checked a result of "569 mg/dl" was obtained. The patient's legs felt numb and were hurting. The patient also felt dehydrated, tired, and hot. The reporter denied that the patient had symptoms of nausea, vomiting, shortness of breath, or a headache. For the previous 2 days, the patient was being treated with corrections via the pump and injections. The reporter denied having issues with bolusing. When priming, the reporter claimed that she would not see drops coming out of the tubing. Through further investigation, the reporter was not securing the cartridge cap to the pump or completely inserting the cartridge into the pump while priming. The anm representative instructed the reporter to secure the cartridge cap. The reporter was then able to complete the load and prime steps without any issues. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level and symptoms suggestive of severe hyperglycemia. However, at this time it is unclear if a pump issue and/or use-error contributed to the patient's injury. The alleged loss of prime warning issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: during investigation, a review of the pump history showed a loss of prime warning associated with non-zero low force. During testing, a 1.0 unit/hour basal program was executed for a 24 hour duration period; no loss of prime or prime related warnings were duplicated. The pump successfully passed a 29 hour flow accuracy test. The force sensor calibration was found not to be within required specifications. The force sensor resistance was found to be in specification. The pump cover was removed and the force sensor was found to be intact. There was no evidence of contamination or cracked force sensor traces. The complaint was verified in the pump history but was not duplicated during the investigation.